Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed. Deformation and scraping was identified on the distal tip of the device. No further information regarding the event was provided by the customer. A review of the (DHR) manufacturing and quality records for the affected lot number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the high-flow trocar tube has ¿deformation of the tip.¿ it was not specified when the event was found, however, the intended procedure was completed. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The d5, e1 "telephone number" and h8 fields were corrected based on information available at the time of the initial submission. Based on the results of the investigation, the tip of the device was damaged due to excessive force during user handling. Olympus will continue to monitor field performance for this device.